Manufacturer narrative:
It was reported that a revision surgery was performed due an unstable knee. Patient had a fall on his knee and it was discovered that the insert had broken off. The affected genesis ii ps high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The patient fall is likely probable cause of the reported event. Without the return of the actual product involved and no batch information provided, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due a unstable knee. Patient had a fall on his knee and it was discovered that the insert had broken off.